Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Upon evaluation, the connector is observed inside the infusion clamp, disconnected from the injector and mating tubing. There is no visible damage or other defect identified within the photos to indicate why the connection may have separated. The product undergoes routine visual and functional testing throughout the manufacturing process to ensure quality and proper device performance, including verification that all critical dimensions meet specification. Because the lot number associated with this incident was not available, a device history review could not be completed. Based on the available information, we were unable to identify a root cause linked to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd connector c35-o had a disconnection at the luer lock. The following information was provided by the initial reporter: verbatim: customer states that during a home infusion the connector "blew off of the extension set" seemingly from a build up of pressure. A clamp was in place, and while still connected to the injector, the connector blew off the tubing with force that caused the clamp to open, and the tubing swing up and hit the patient in the face. This resulted in a chemo spill as the fluid pathway was still open and the patient did not receive their entire dose.